Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to achieve hemostasis could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the calcified, left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 12f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sutures came out of the vessel. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The tavr procedure was completed. The sutures of the second and third proglide devices were tightened to advance the knots, but hemostasis was not achieved. A fourth proglide device was used but hemostasis was not achieved. A dacron patch was used surgically to achieve hemostasis. There was a clinically significant delay in the procedure due to the surgical closure procedure. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.